Event description:
Spouse reported the hp was unresponsive while using the homechoice cycler for apd thereapy. Follow up with the healthcare professional (hcp) reveals that the hp had started their dialysis therapy as usual. Spouse was in another room when the device elicited a "low drain volume" alarm, which indicates that fluid flow has slowed or stopped from the hp and the minumum drain volume requirement has not yet been met. When the hp's spouse came into the room to address the alarm, they found the hp unresponsive and called several persons for assistance-911, baxter instrument services, and the on-call dialysis nurse from the dialysis center. According to the hcp, the hp was in cardiac arrest and the arriving paramedics attempted to resuscitate pt via CPR. The hp was transported to the ER and attempts to revive them there were unsuccessful, the hp subsequently expired. The hcp relates that an autopsy is being performed but results are not available at this time, should information become available it will be forwarded.